Manufacturer narrative:
(B)(4). A request for the device was made and return procedures for the sample were initiated. Upon receipt of the device, an evaluation will be performed to investigate the reported death. A review of the device history record showed that the device had a sound failure during heater calibration. The machine was reworked and passed all subsequent testing. A service history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. Testing of the power cord received with the device revealed no problems and that it is electrically intact. The direct cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was unknown. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.